Event description:
The patient received total knee arthroplasty on (B)(6) 2015. Five years later, the patient began to experience pain and on (B)(6) 2021, the patient was revised to replace the poly insert. The surgeon indicated there was polyethylene debris in the knee and wear on the insert.